Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited a fault code that indicated the ventricular pacing amplitude was too low. The fault code was cleared and then reappeared. It was further reported that the battery status of the ICD went from bol to mol1 in three months. The ICD was removed and replaced.